Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient underwent revision knee surgery for knee pain. The doctor changed the knee insert for a thicker one.

Manufacturer narrative:
An event regarding pain involving a duracon insert was reported. Following review of the provided records buy a clinical consultant instability of the knee was identified. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: procedure-related factors: instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play a decisive role in this aspect and not the specific device properties as related to manufacturing or materials composition. Malposition of one or more components cannot be excluded due to lack of relevant x-ray information. Patient-related factors: mild overweight condition ((B)(6)) not very relevant. Device-related factors: none evident. Diagnosis: instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Conclusions: a review of the provided x-rays by a clinical consultant concluded. "- instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy." No further investigation for this event is possible at this time. If further information becomes available this investigation will be re-opened.

Event description:
Patient underwent revision knee surgery for knee pain. The doctor changed the knee insert for a thicker one.